Event description:
This case occurred outside of the USA in FRANCE.The French subsidiary notified (b)(6) about an adverse event on 29-Jun-2026.The case was reported by a French injector.According to the injector, a female patient was injected on (b)(6) 2025 with RHA 4:- 0.6 mL in the cheekbones (0.3 mL per side, 3 boluses of 0.1 mL in the zygomatic area) using the retrograde threading technique with a TSK cannula,- 0.6 mL in the marionette lines (0.3 mL per side) using bolus injections with a TSK cannula. No issue occurred during the procedure, no immediate post-injection tissue abnormality was observed, and the patient was initially satisfied with the treatment outcome.The patient had a history of penicillin allergy and was treated with Paroxetine after the injection. No previous facial aesthetic procedure was reported.On (b)(6) 2026, the patient experienced a severe inflammatory nodule (also reported as granuloma) in the right marionette line. The injector prescribed Solupred 20 mg (3 tablets per day for approximately 8 days) which probably led to the resolution of the symptoms.In (b)(6) 2026, the patient underwent a dental procedure (ceramic dental crown).In (b)(6) 2026, the patient experienced a recurrence of the reaction and received four sessions of hyaluronidase injections in combination with Solupred 20 mg. Following the treatment, the symptoms completely subsided. On (b)(6) 2026, the patient presented with an abscess of the right marionette line. Antibiotics were prescribed (Zinnat 250 mg). However, the treatment was discontinued and replaced with doxycycline due to an allergic reaction.On (b)(6) 2026, abscess became purulent and patient was suffering a lot.Considering the severity of the symptoms, the case was assessed as reportable.The medical expert was contacted for guidance. The later diagnosed a post-injection inflammatory nodule (also reported as granuloma) treated with hyaluronidase, with a secondary infection.On (b)(6) 2026, the medical expert advised the injector to:- review the patient promptly,- prescribe laboratory investigations including CBC, CRP and first-line autoimmune screening,- prescribe an ultrasound examination with ultrasound-guided bacteriological aspiration if a residual collection was present,- consider surgical management if symptoms failed to improve.The medical expert also recommended avoiding any further filler injections until complete resolution and for a minimum period of 18 months thereafter.Despite several reminders, no further information could be retrieved. Thus, the complaint was considered closed as is.

Manufacturer narrative:
According to the information received the case seems to be linked to a Delayed infection.Delayed infections that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They form when injected filler material becomes contaminated with bacteria either due to a lack of asepsis during injection and/or posttreatment care, or after a bacteremia (dental procedure, URTI...) Biofilms may remain dormant, give rise to low-grade chronic infection, or lead to acute/sub-acute infections, inflammatory or granulomatous reactions once activated (for example by trauma from a subsequent filler procedure, immunodeficiency, stress). Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the Instructions for Use of Teosyal Products.The batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this Teosyal product.